Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due hypoglycemia on (B)(6) 2021. The customer's blood glucose level at the time of incident was 32 mg/dl. It was unknown if the insulin pump was on auto mode. Customer also reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 100 mg/dl and sensor glucose was 32 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 68 mg/dl. The sensor will not be returned for analysis.